Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jan-2023. H6: investigation summary: our quality engineer inspected the 4 photos and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample and photos. Analysis of the sample and photos showed that there was brown foreign matter in the syringe barrel. Bd determined that the cause of the failure was contaminants in the resin where during injection molding process the contaminants became embedded to the syringe barrel. A notification has been sent to our supplier of this incidence. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ syringe with detachable bd eclipse¿ needle. The following information was provided by the initial reporter: "there¿s a undetermined substance found in the syringe"

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ syringe with detachable bd eclipse¿ needle. The following information was provided by the initial reporter: "there¿s a undetermined substance found in the syringe".

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.